Event description:
It was reported that the anesthesia workstation failed to provide gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. The investigation of the device performed by our field service engineer could not find any deviations and no parts needed to be replaced. The device was cleared for clinical use. The device logs were saved and sent for investigation. The device logs have been evaluated and the reported difficulties to ventilate the patient could be verified by the generation of different clinical alarms. Without having been able to reproduce any faults, we have not been able to determine the cause of the reported issues.

Event description:
Manufacturer's reference number: (B)(4).